Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd vacutainer® plus plastic sst tube with gold hemogard¿ closure. The device was not used and there was no report of injury or medical interventions.

Event description:
It was reported that foreign matter was found in a bd vacutainer® plus plastic sst tube with gold hemogard¿ closure. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for black foreign matter with the incident lot was observed. Evaluation/testing of the customer samples was performed and black foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for black foreign matter with the incident lot was observed. Root cause description: the most likely cause of the black specks is foreign matter from the cover of the supersack used to transport the tubes from injection molding to the tubes manufacturing department making its way into the tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.